Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the line of an amia cassette. This occurred during initial drain of peritoneal dialysis therapy and the patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.